Event description:
Procedure: anterior carpectomy w/plates. Reportedly, the procedure was completed without incident. However, when the patient was removed from surgery, blisters and broken skin approximately with the electrode pad site were noticed on the right upper thigh. The area of damaged skin is approximately 8cm by 12cm. The type of pad was not provided to the manufacturer. There were no details provided about the treatment or patient's condition.